Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (pn: 470205-17 // ln: n11190923) involved with this complaint and completed the device evaluation. Failure analysis concluded that the reported failure was confirmed/replicated. The instrument failed the electrical continuity test. There is no obvious damage to the conductor wires. Additional testing confirmed the initial finding of failed continuity. The conductor wire was found to be broken at the main tube - roll gear interface. Damage at this location is due to the wire getting pinched between the main tube and roll gear which, over time, caused the wire to break as the instrument was articulated. This type of damage to the conductor wire likely occurred during the assembly process and is not related to mishandling/misuse. A review of the system and instrument logs was performed for fenestrated bipolar forceps // pn: 470205-17 // ln: n11190923 0098 // sn: (B)(4) and found that the instrument was last recorded as being used in a procedure on (B)(6) 2020 via system (B)(4) and had 2 remaining uses of maximum uses of 10. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, with the exception of single use items, all instruments used in the case were used in subsequent procedures and a site review shows no other complaint filed against this instrument. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is a reportable malfunction due to the following conclusion: the fenestrated bipolar forceps (pn: 470205-17 // ln: n11190923) instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fenestrated bipolar forceps instrument would not cauterize. The customer tried a backup bipolar cord with no success. A backup instrument was applied to complete the procedure with no reported in jury. On 7/10/20, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted surgical procedure, a fenestrated bipolar forceps instrument was not cauterizing, and there was no energy when it was plugged in. No errors presented, there was just no energy. The customer applied a backup cord but it still did not work as there was still no energy. The customer opted to apply a different type of da vinci energy instrument (specific type was unknown) to complete the procedure robotically with no reported injury.